Event description:
Device #2 malfunction: needle-to-cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted bilateral arteriotomy closure after an interventional procedure. Reportedly, during arteriotomy closure of the heavily scarred right common femoral artery, when the needle plunger was retracted a needle tip did not capture a cuff. The device was removed and a second proglide was used but resulted in a cuff miss. A third proglide device was used to achieve hemostasis. Reportedly, during arteriotomy closure of the heavily scarred left common femoral artery, when the needle plunger was retracted a needle tip did not capture a cuff. The device was removed and a second proglide was used but resulted in a cuff miss. A third proglide device was used to achieve hemostasis. There were no reported adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant information. Device #1 proglide, lot# 71051-6h, is being filed under medwatch manufacturer report number: 2953144-2009-00732. Device #3 proglide, lot# 75002-6h, is being filed under a separate manufacturer report number. Device #4 proglide, lot# 75002-6h, is being filed under a separate manufacturer report number.